Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of coil detachment of device or device material inside the patient. Impact code f23 captures the reportable event of retrieval of detached coil inside the patient.

Event description:
It was reported that a tria ureteral stent was used in a procedure. During the procedure, the suture could not be pulled and the pigtail of the stent came off. The detached coil was retrieved with a pair of forceps and another of the same device successfully completed the procedure. There were no patient complications reported as a result of this event.